Event description:
Ous MDR - after an implantation period of about 17 months, it was reported that the device showed an early battery depletion. The ICD could not be interrogated. No adverse patient side effects have been reported.

Manufacturer narrative:
The device was implanted for 17 months. Upon receipt, the clinical observation was confirmed, the ICD was not interrogatable. Therefore, the ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. Further electrical investigations revealed that a low voltage capacitor of the electronic module was damaged, causing an increased current consumption, draining the battery. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Particularly the final acceptance test proved the device functions to be flawless. In summary, the clinical observation resulted from a damaged low voltage capacitor on the electronic module. The manufacturing records document a flawless device production. It is therefore assumed, that the damage occurred after the device shipment, however the date of occurrence was not determinable.